Event description:
Adult male with recent chest pain. Procedure: left heart catheterization and percutaneous intervention in mid left circumflex. The balloon sheared off the wire shaft and had to be removed. No known harm to patient. Another used without further problems. Manufacturer response for catheters, transluminal coronary angioplasty, percutaneous, emerge¿ (per site reporter) will obtain.